Event description:
As reported, approximately 7 years after the initial implant, this 64 y/o male 310lbs patient had the logic size 5 femur, 15mm psc insert and a 41 patella revised due to instability. The surgeon removed all but the tibial tray and replaced with logic cc. Patient was last known to be in stable condition following the event. Devices are not returning due to hospital policy.

Manufacturer narrative:
The evaluation noted that upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. (D11) concomitant device(s): size 5, 15mm, psc insert. 41mm, 3-peg patella. No information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info: b5, g4, g7, h1, h2, h3, h6 and h7. Section h11: corrections made in the following section(s): (h6) patient code has been update.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: size 5, 15mm, psc insert; 41mm, 3-peg patella.

Event description:
It was reported that a (B)(6) male patient, weight (B)(6). Who was initially implanted on (B)(6) 2012 received a knee revision due to instability. Side not reported at this time. Device will not return according to hospital policy. Patient was last known to be in stable condition following the event.